Event description:
It was reported that the patient alert triggered, as well as the lead integrity alert (lia), and the lead exhibited noise, oversensing, and poor sensing values. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing: 6 - ventricular nst<=200 ms between (B)(6) 2012 19:49:08 and (B)(6) 2012 13:01:23. One - vf=200 ms average v-cycle on (B)(6) 2012 13:00:41. Std review - lead integrity alert triggered: 1 - patient alert for lead failure predictor on (B)(6) 2012 11:12:24.